Event description:
It was reported through an attorney for the patient, as a result of a legal claim, that allegedly the patient received a trident ceramic on ceramic hip system. It was further alleged that, the patient is experiencing "significant squeaking and discomfort in the area of his hip."

Event description:
It was reported through an attorney for the patient, as a result of a legal claim, that allegedly the patient received a trident ceramic on ceramic hip system. It was further alleged that, the patient is experiencing "significant squeaking and discomfort in the area of his hip."

Manufacturer narrative:
Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. (B)(4).

Manufacturer narrative:
An event regarding squeaking involving a trident ceramic acetabular liner was reported. The event was not confirmed. Medical records received and evaluation: a review of the provided medical records by a clinical consultant concluded: ¿there is no clinical follow-up subsequent to (B)(6) 2012 and no documentation of noise phenomena related to the right ceramic-ceramic total hip is noted. There is no documented right hip problems other than the recorded trochanteric bursitis in this large, noncompliant, narcotic dependent patient. Serial x-rays continue to demonstrate no pathology relating to the prosthetic components of the right total hip arthroplasty.¿ conclusions: the event could not be confirmed nor the root cause of the reported squeaking determined due to the minimal information received. Clinician review of the provided information found no indication the root cause of the event was device related.

Event description:
It was reported through an attorney for the patient, as a result of a legal claim, that allegedly the patient received a trident ceramic on ceramic hip system. It was further alleged that, the patient is experiencing "significant squeaking and discomfort in the area of his hip."